Manufacturer narrative:
Concomitant medical product: dtba2d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was programmed off due to extracardiac stimulation. No further patient complications have been reported as a result of this event.